Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2,h3 and h6 have been updated accordingly. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out and did not work properly. There was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Manual compression for 25-30 minutes was used to complete the procedure. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The advancer tube and the sealant were observed in their manufactured positions. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The sealant had no exposure to blood which likely indicates the shuttle was never inserted into a procedural sheath. The sealant was never deployed. The condition of the returned device does not match the description of the complaint. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The sealant was not deployed, and the product showed evidence of never being inserted into a procedural sheath. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failing to deploy the sealant, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1914401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was pulled out and did not work properly. There was no reported patient injury. Manual compression for 25-30 minutes was used to complete the procedure. The device was used in a diagnostic procedure with a retrograde approach. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. Additional procedural details were requested but are unknown.